Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the shaft of the hemopro 2 was bent. They did not notice it was bent when taking it out of the box, but after loading it into the cannula the hemopro 2 wasn't working right and not sealing very quickly. At that point, when they looked down to begin troubleshooting the issue they noticed the shaft was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 17nov2020. An investigation was conducted on 23nov2020. A visual inspection was conducted. Signs of clinical use was observed on the harvesting handle and slight evidence of blood and charred tissue on the heater wire. The heater wire was observed to be intact. The clear silicone insulation on both the cold and hot jaw was observed to be intact, no visual defects observed. The shaft was observed to be bent. Based on the returned condition of the device, the reported failure "material twisted/bent; shaft" was confirmed. The lot # 25152164 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the shaft of the hemopro 2 was bent. They did not notice it was bent when taking it out of the box, but after loading it into the cannula the hemopro 2 wasn't working right and not sealing very quickly. At that point, when they looked down to begin troubleshooting the issue they noticed the shaft was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.